Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 484 mg/dl at the time of incident. Customer declined to troubleshooting for the high blood glucose. Customer reported that the meter did not link to the insulin pump. Customer took the bolus to treat her hyperglycemia. Customer stayed on the line while she changed out her infusion set and she had no issue. Customer was snot using auto mode feature. Insulin pump will not be returned for analysis.